Event description:
As reported via the department of safety, on the same day as the transcatheter aortic valve replacement (tavr) procedure, post successful valve implantation, the patient had a complete heart block (chb). The patient required a permanent pacemaker (ppm) to resolve the event.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported event cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.